Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose level was unknown. It also reported that insulin pump was not exposed to moisture. The customer will not return insulin pump for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test